Event description:
A nurse reported an error message occurred when cassette was inserted during set up. The patient was not in the room at the time, but the case was cancelled that day, and two or three cases were cancelled for monday.

Manufacturer narrative:
A company service rep checked the system, replaced the power supply and returned if for further investigation, including root cause analysis.